Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported on (B)(6) at 1635 doxorubicin was initiated as a 24 hr. Continuous infusion. On (B)(6) at 0600 the filter was leaking there was no cracks noted. The chemo dripped on the patient¿s hand, but otherwise there was no report of patient harm.

Manufacturer narrative:
Concomitant products: non-cfn sec tubing, two spiro connectors; 10ml bd syringe ref 306546, lot 6181797, exp 2019-06, 0.9% sodium chloride injection; 250ml baxter bag ndc 0338-0049-02, lot y218206, exp may 18, 0.9% sodium chloride injection; therapy date (B)(6) 2016. The customer¿s report of leaking at the filter was confirmed. No anomalies were observed on the set during visual inspection. Functional testing was performed; the set leaked from the bottom air vent of the filter. The root cause of the filter leak could not be determined.